Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
During surgery, the surgeon turned the t-handle to push out the hook pin. However, the surgeon found that the position of the pin was not correct. Thus the surgeon pulled back the hook and removed the pin. When the surgeon confirmed the removed pin, the hook pin was stuck and could not be pushed out from the tip of outer pin. Afterwards the surgery was completed with a new same size pin.